Event description:
Info was received from an international svc provider that the device reportedly activated the 2 amp ac circuit breaker and switched to internal battery power without alarming to alert the caregiver. The device was not reported to have shut down and there was no report of pt harm or injury. During repair eval the complaint could not be duplicated. The power board and circuit breaker were replaced by the international svc provider as a precaution. A request has been made for the return of the power board and the circuit breaker to the MFR for root cause analysis. If further pertinent info becomes available a f/u report will be submitted.

Manufacturer narrative:
Na